Event description:
The user facility reported that during a therapeutic polypectomy when the users advanced an unknown model of biopsy needle into the channel, an unidentified item described as a "cuvette band" fell out of the endoscope. The users reported that no bands were being used during the procedure. The unidentified item was said to have been retrieved and immediately discarded. The procedure was completed with a similar, but different device. There was no patient injury reported, and the patient is reportedly doing fine to date.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation could not confirm the user's report. The device instrument channel was inspected, and no obstructions or foreign material was noted, however, there were scrape and shear marks present at the bending section. Brush and forceps were confirmed to pass appropriately when advanced through the instrument channel. The bending section glue was noted to be cracked and peeling at the tip, and there was evidence of chemical damage/discoloration on the insertion tube. There were no items missing from the exterior of the device that would match the description of the device fragment. The device has been serviced, and returned to the customer. This report is being submitted as a medical device report in an abundance of caution.